Event description:
It was reported that stent damage occurred. The 93% stenosed target lesion was located in the left circumflex artery. A 20x2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was then noticed that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 93% stenosed target lesion was located in the left circumflex artery. A 20x2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was then noticed that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.